Event description:
Also noted that the lead exhibited loss of capture. The lead was replaced.

Event description:
It was reported that the lead exhibited noise and oversensing. The oversensing could be observed when the patient moved her arms across her body.

Manufacturer narrative:
Na